Manufacturer narrative:
The reported event that drill bit axsos 3 ti locking, short, ø3.1 x 216mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During the operation of axos dlt, when drilling a cortical screw, the tip of the drill was broken in the bone. Remove the drill tip and continue the operation as it is.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the operation of axos dlt, when drilling a cortical screw, the tip of the drill was broken in the bone. Remove the drill tip and continue the operation as it is.